Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgical video identified that the trocar was heavily biased up through the v-slot during the first stent deployment, causing a bend in the trocar. This likely caused the second stent flange to collide with the already bent trocar, inducing the trocar fracture. Based on the surgical video review and available information, the cause of the reported trocar issue is likely due to user technique. (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular microbypass stent system. Per report, the trocar fragment was removed from the operative eye intraoperatively, and the procedure was completed using a back-up device. There was no report of patient injury. Through follow-up, the surgeon believes that surgical technique (trocar inserted at incorrect angle) contributed to the trocar break. In addition, the surgeon reiterated that there was no adverse impact to the patient, no intervention required, and the event resolved with "no problem".

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s trocar was found broken before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event of broken trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).